Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent (2.75mm x 30mm) in a pre-dilated highly calcified lesion in the lcx with 90% stenosis but the device could not cross. When the device was removed it was noted to be deformed. Physician then treated the patient with 2 resolute integrity drug-eluting stents (2.50 x 18 <(>&<)> 2.75 x 26). The device had been inspected with no issues noted. Procedure was completed without complications. No clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology - 95% stenosis, highly calcified lesion). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition lesion morphology - 95% stenosis, highly calcified lesion). Inherent risk of procedure (stent deformation). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).